Event description:
(B)(4). Gradual onset of symptoms: excessive menstrual bleeding and clotting, pain during intercourse or using tampons, bloating, acne, incontinence, heightened allergies, increased insomniac episodes, and fatigue.